Event description:
A journal article was reviewed that contained information regarding this lead. The right ventricular (rv) lead had dislodged. The lead was repositioned, reprogrammed, and remains in use. There were no patient complications reported as a result of this event. Additional information received indicated that the patient presented to the emergency room (ER), approximately one week after implant, due to an inappropriate shock and lead dislodgement. The device was reprogrammed, the patient was discharged from the hospital.

Event description:
A journal article was reviewed that contained information regarding this lead. The right ventricular (rv) lead had dislodged. The lead was repositioned, reprogrammed, and remains in use. Additional information received indicated that the patient presented to the emergency room (ER), approximately one week after implant, due to an inappropriate shock and lead dislodgement. The device was reprogrammed, the patient was discharged from the hospital. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The actual device was not returned for analysis. However, performance data was received from the device. Analysis found oversensing and noise.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. (B)(6) 2011;162(2):390-397. Additional information has been received including patient demographics which have been added.

Event description:
A journal article was reviewed that contained information regarding this lead. The right ventricular (rv) lead had dislodged. The lead was repositioned, reprogrammed, and remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397.